Event description:
It was reported the control module gave an l3-020 blue cable error code during initialization. The customer bypassed the error and received an l4-003 rotational error. The customer tried a second probe from a different lot, and received the same errors during initialization. The case was aborted. The pt hadn't been pierced, yet. No pt consequence occurred.

Manufacturer narrative:
H6. Dc motor adaptor replaced. H3. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.